Event description:
Elderly male with history of hypertension and new onset of chest pressure. Having a heart cath, the vasc band was used in the right, radial artery. Balloon would not get firm and the patient kept bleeding. When the juncture of the tubing was moved, it was discovered that the inflatable cuff was kinked at the connection.